Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee in august 2012. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® shunt system is comprised of a progav® adjustable pressure valve and a shuntassistant® fixed pressure valve. The shunt system was inspected as article fv434t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: the product was submitted to us very bloody and with significant tissue build-up. Results: the shuntsystem was sent to us with bloody residues and tissue remnants. Against this background the progav shunt system was assessed at the high risk level for us. We do not have the necessary resources to investigate such contaminated products. We cannot remove tissue buildup of this kind without risking personal health. Under these conditions, an examination is not possible. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem was implanted during a procedure performed in (B)(6) 2012. According to the complainant, the gravitational unit was believed to be operated in under-drainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) weight: (B)(6) height: 180 cm gender: male.